Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Caller advised dealer stated the frame assembly arms are bent in, there are two pins that come off the battery box and connect to the arm assembly are bent.